Event description:
It was reported that during the implant attempt, the helix required more than twenty turns before it would extend and was undersensing. When the physician examined the helix, it appeared to be bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).